Event description:
It was reported that, during pre-use testing, the nurse found that the endobronchial tube cuff failed to properly deflate. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). One endobrocheal tube was received for investigation. A visual inspection was performed and found that air was contained in both cuffs. The stylet was removed and 3mls of air was removed from the tracheal cuff. 1ml was removed from the bronchial cuff. The stylet was replaced and the cuffs were inflated and deflated without any issues. The stylet was removed and both cuffs were inflated and deflated without any issues or restrictions observed. The customer reported malfunction was not verified, as the device was functioning as intended.

Manufacturer narrative:
(B)(4).